Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacture reference number: 2017865-2023-23377 it was reported that the patient presented during leadless pacemaker (lp) implant procedure. After fixation, it was noted that the impedance and capture thresholds had increased and the patient was unresponsive and not breathing well. Due to this, the physician attempted to release the lp from the delivery catheter but was unsuccessful. A stat echocardiogram was performed and revealed moderate effusion. A drain was attempted but was unsuccessful, which was shown to have been placed directly in the right ventricle. At this stage of the procedure, it was noted that the patient had a drop in blood pressure and decompensated into ventricular fibrillation (vf). The vf was successfully converted, but subsequent shocks were ineffective when the patient experienced vf again. It was noted that the lp had dislodged while connected to the delivery catheter at some point during cardiopulmonary resuscitation. The system was removed. A pericardial window was opened and revealed no obvious perforation or fluid. The patient passed away. The physician suspected a pulmonary embolism from lack of anticoagulation prior to procedure to have contributed to the patient's death.